Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected samples in plastic bd lithium heparin tubes with gel. Samples were centrifuged for 10 minutes. Rotations per minute (rpm) data was not supplied. Patient sample number one was sent to another facility and tested on a centaur system with a result of 0.03 ng/ml (normal). This sample was also sent to another facility with a result of 0.50 ng/ml produced on an access 2 system and a result of 0.10 ng/ml (normal) using troponin t methodology. Quality control (qc) was within specifications prior to and after the event. The actual quality control (qc) data was not supplied by the customer. Customer product line support (cpls) laboratory tested the patient sample and confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02120.

Event description:
The customer reported elevated troponin I (accutni) results above the acute myocardial infarction (ami) cutoff for three samples from one patient involving access 2 immunoassay system. This is report number two of two. The results were discordant to alternate testing methodologies, which were negative. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient samples for further analysis.